Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer stated that she accidentally programmed a bolus of 15 units when her blood glucose reading was 50 mg/dl. The customer stated that she treated with food, and her blood glucose reading was 127 mg/dl when she arrived at the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer did mention that she was recently put on heart medication. Nothing further was reported.